Manufacturer narrative:
The lot number is unknown and the products are not made available for evaluation at this time. Our distributor contacted the initial reporter to obtain the additional information via email and phone, however, there's no additional information provided. No evaluation could be performed. If the additional information is received, the follow-up report will be submitted within 30 days of the receipt. Subsequent actions regarding the follow-up report will be taken and submitted in accordance with 21 cfr 803.10 and 803.56.

Event description:
The following information was obtained through medwatch report. Report number: mw5114564. The event description was: "contact lenses purchased without prescription over the internet from hubble contact lenses (https://www.hubblecontacts.com/). Patient purchased daily disposable contact lenses and wore continuously for 30 days and then replaced. Slept in lenses for 30 days and then replaced. Original contact lens prescription was 10 years ago from a chain store provider and not for this brand. Patient noticed a gray spot on right eye and irritation. Patient self treated with mother's polytrim eye drops without significant improvement examination revealed considerable neovascularization of both corneas and resolving corneal ulcers in both eyes."